Event description:
It was reported that at a follow-up, there was an alarm for high lead impeance of greater than 200 ohms, and there was an apparent lead fracture. After the lead was explanted and replaced, the same alarm occurred, so the device was explanted. No patient complications were reported as a result of this event.